Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3387s-40, lot# va1h8z1, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: va1h8z1, ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the left sided implant-(lead, extension and ins) were removed in (B)(6) 2017 due to suspected infection. The nurse was not able to give additional information regarding the explant. No patient/external factors that may have led or contributed to the issue were reported. No troubleshooting was done. The left side system was removed and the patient did fine after. Patient was re-implanted on (B)(6) 2018, without issue. It was noted that the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.